Manufacturer narrative:
Unit received with broken battery cap. Unit received with no button response due to flattened (esc, act, up and down) button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to perform self test and displacement test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer's nurse reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 161 mg/dl. The customer reported that the buttons were sticking and hard to push, act button was worn out. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.